Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of tissue damage is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. Reportedly, no femoral angiogram was performed. It should be noted that the proglide IFU states: perform a femoral angiogram to verify the location of the puncture site. The IFU deviation would not have contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch #mw5076498. (B)(4).

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a interventional procedure for ventricular tachycardia. A femoral angiogram was not performed prior to the attempt to place the proglide sutures. Reportedly, the needles were deployed and the suture was retrieved. The footplate would not retract for removal. During attempts to remove the proglide device, the guide broke, yet was still attached with the actuator wire. The proglide became stuck in the anatomy. The device was surgically removed, the vessel was patched and the artery was closed. The ventricular tachycardia procedure was not performed. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided. Subsequently, sus voluntary event report (mw5076498) was received stating: patient undergoing ep procedure for svt ablation, access of left common femoral artery achieved and deployment of preclosure device (proglide perclose). Device was not retrievable with secondary failsafe industry recommended maneuvers. Ultrasound guidance demonstrated malunion of metal and proglide segment of device patient underwent left common femoral artery exploration and removal of foreign body. No additional information was provided.